Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. It had a cracked tank cover, corroded drain fitting, and liquid crystal leakage in the lcd. Outdated pcb and power switch. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional tests using procedure sr-hl-90. The device leaked water from the reservoir, confirming the customer complaint. The root cause was cracks in the reservoir tank cover. No action will be taken due to the condition and or age of the device. It is deemed beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit was leaking. There was unknown patient involvement and unknown patient harm/adverse event reported.